Manufacturer narrative:
(B)(4). The field service representative (fsr) verified that at low revolutions per minute (rpm) the pump errors 'overspeed 1'. He replaced the central processing unit (cpu) board and the motor drive board. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, an "overspeed" error was displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Component code: pc (printed circuit) board. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed an overspeed error when tapping in the area of the u1 on the central processing unit (cpu) board. He found the u1 was not properly seated. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.